Manufacturer narrative:
Investigation conclusion: .a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: website.

Event description:
Customer reporting a conflicting sars result. Customer states that the sample from one side of their nostril was positive and the sample from the other side of their nostril was negative. No confirmation testing occurred. Multiple attempts were made to contact the customer to gather further information without success.